Event description:
77 y/o male had an intraaortic balloon pump inserted during a cardiac procedure, he was in cardiogenic shock at the time on 10/19/96. The iabp alarm "check iabp catheter", blood noted in the shuttle tubing 10/23/96 and it was clamped. Pt subsequently had iabp removed, was extubated and was discharged to home on 10/31/96.